Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ids: 2134265-2015-06709, 2134265-2016-00052. (B)(6) study. It was reported that the patient died. In (B)(6) 2013, the patient presented due to stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de novo lesion located in the saphenous vein graft (svg) extending to first obtuse marginal (om) with 90% stenosis and was 10mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.50mmx20mm promus element plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with fever, nausea, vomiting, jaundice and abdominal pain. Subsequently, the patient was diagnosed with pancreatitis secondary to biliary stenting performed two days ago. Computed tomography (CT) of the abdomen and pelvis showed a biliary stent which appeared to be in good position. CT also revealed mild worsening of the intrahepatic biliary dilatation, persistent soft tissue surrounding the spleen and pancreas without change. Decision was made to make the patient nothing per orem (npo), place patient on intravenous (IV) fluids and provide pain and nausea medications when required. The patient had cardiac arrest and was resuscitated and advanced cardiac life support (acls) protocols were carried out. The patient was placed on epinephrine IV and amiodarone bolus. The patient was also defibrillated for ventricular tachycardia and placed on endotracheal intubation. The patient had return of spontaneous circulation and he was noted to be in hypotension and bradycardia. Hence, the patient was placed on atropine IV, dopamine and levophed drip. The patient lost pulse several times and had return of spontaneous circulation with continued chest compressions, epinephrine and acls protocol. The patient was also placed on IV sodium bicarbonate and calcium and was defibrillated additional times at 300 joules for ventricular fibrillation; but the patient lost pulse again and was noted to be in pulseless electrical activity. After discussion with the patient's wife, do not resuscitate (dnr) status was initiated. The patient died after chest compressions and resuscitation efforts were withdrawn. Primary cause of death is cardiac arrest.